Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on patient samples on the immulite 2000 instrument. The initial results were not reported to the physician(s). The samples were rerun multiple times, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the digital fluidics printed circuit board and the dual resolution dilutor. The operator ran patient samples and two were discordant. The fse then replaced the sample probe and the dual resolution diluter seals. The fse stayed at the site while the operator ran all three levels of quality controls and 10x and 40x dilutions on patient samples to confirm that the diluted results were accurate. The cause of the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.